Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia or to the patient's requiring a medical treatment for vomiting. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that he started feeling ill after lunch and came home he with high blood glucose levels and large keytones. They replaced the pod and called his doctor who advised to give the patient a manual injection and to replace the pod. He was throwing up so they prescribed zofran.